Event description:
It was reported that after use with bd vacutainer® 9nc 0.109m plus blood collection tubes clotting of sample occurred. Patient had to return for additional blood draw. The following information was provided by the initial reporter, translated from chinese to english: 2020-12-17 the patient had a card for pregnancy and went to the center to collect blood from a vein according to the operating procedures. The laboratory department indicated that the blood sample in the blood collection tube had coagulated and could not be detected. The patient was notified by telephone and a second venous blood was collected.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. A complaint history was performed and this was the 1st reported complaint on this lot number for this reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additional testing could not be performed as the product was already expired at the time of evaluation. This complaint was unable to be confirmed for the reported defect of clotting. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd vacutainer® 9nc 0.109m plus blood collection tubes clotting of sample occurred. Patient had to return for additional blood draw. The following information was provided by the initial reporter, translated from (B)(6) to english: on (B)(6) 2020 the patient had a card for pregnancy and went to the center to collect blood from a vein according to the operating procedures. The laboratory department indicated that the blood sample in the blood collection tube had coagulated and could not be detected. The patient was notified by telephone and a second venous blood was collected.